Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 2 photos and 1 used defective sample. 1)the photos show that the septum is assembled in place and the end of the septum is leaking blood. 2)the defective sample shows: the catheter head is bifurcated; the septum is assembled in place; remove the needle and check the pinhole of the septum. It is found that the pinhole of the septum is closed and there is no excess pinhole or other damage. Please see attachment pr# (B)(4) for the photos. 3)45psi leakage test is carried out on the defective sample, the test is passed, and no leakage is found at the septum. Please see attachment pr# (B)(4) for the test report. 2. DHR/bhr review(lot#3108435): 1)this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)review incoming inspection records of catheter, no abnormalities. (The catheter is spool material, material number is 8015334, batch numbers are 2304678, 2304678, 2347090) 3. Possible causes of bleeding at the end of the septum: 1)damage to the septum from the raw material or assembly process can result in persistent bleeding at the septum. 2)after the needle is punctured into the blood vessel, there is blood at the notch of the needle. In the process of needle removal, although the pinhole of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 3)if the patient's arm is tied tight during the puncture, it will cause great pressure in the blood vessel, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 4. The bifurcation of the catheter head is related to production. We found that: in the zone 2 good product unloading station, due to the bending of the catheter (because the catheter is spool material), poor alignment, the catheter (after tipping and lubrication) head will be damaged. 4. Actions have been taken for catheter head bifurcation: 1)in march 2022, two detection frames have been added to zone 5 lie distance visual detection system to detect the catheter head that may be damaged. Please see pr# (B)(4) for the photo. 2)in october 2023, after the production of this batch, the guide pins have been added in the zone 2 good product unloading station, and the catheter is inserted into the guide pin before being unloaded. In this way, the catheter is straightened, that is, the guiding function is increased to avoid the catheter head being damaged. Please see pr# (B)(4) for the photo. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): 1)the returned photos show bleeding at the end of the septum, and the root cause of this defect cannot be determined as no relevant abnormality is detected in the returned sample. 2)the bifurcation of the catheter head is related to the production process, and the plant has taken actions and will track and monitor. H3 other text : see narrative.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc tubing was defective / damaged there are bifurcations in the hose, loose white rubber plugs, and burrs on the needle tip. 2023-11-01 sales representative update information: the defective product number of pr#9158614 is 383055, with 1 case of blood leakage due to lax sealing of the white isolation plug and 1 case of burr on the catheter tip.